Manufacturer narrative:
The insulin pump was received with a cracked case at the lcd window corner. Drive support was inspected and no anomaly was noted.

Event description:
It was reported that the customer had low blood glucose and the insulin pump drive support cap appears to be damaged. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.